Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported the patient had an allergic reaction to the infusion set adhesive approximately 1.5 years ago. Caller stated patient received a prescription for treatment of the rash from her doctor. No product will be returned.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.